Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming an issue. Visual inspection of the no anomalies. Functional analysis of the pump showed the pump did not successfully prime but was able to flow within design specifications. As there was no allegation of malfunction able to be confirmed, the investigation was unable to confirm the root cause. Internal complaint number: (B)(4).

Event description:
A pump was returned to flowonix from medtronic with no further information provided. Follow-up with the patient's original implanting physician revealed no further information as they did not perform explant. Follow-up with the patient has not been successful in gathering reason for explant.